Event description:
Reprise IV study it was reported that left bundle branch block occurred. The subject was on a prior regimen of aspirin at the time of index procedure. Prior to the index procedure, heparin or other anticoagulant was given and the subject received loading dose of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus edge valve. No new conduction disturbance was noted post balloon valvuloplasty. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. On the same day of index procedure, after the lotus edge valve was partially deployed, the subject developed left bundle branch block. No diagnostic test was performed to confirm the event. The event was treated medically. Electrophysiology study recommended new permanent pacemaker implantation. At an unknown time, the subject had also developed chest pain. Three (3) days post index procedure, a new non boston scientific pacemaker was implanted successfully. At the time of reporting, the event was considered resolving.